Manufacturer narrative:
Additional information: b5, d10, d7, d10, g4, h2, h3, h6, h10/11. The iol was received and sent to the laboratory for evaluation. One iol was returned wet in a small plastic specimen cup. The original packaging and contents were not returned. The part number and lot number of the lens cannot be verified. However, the iol has the appearance of the reported lens model. Visual inspection found the lens was in two (2) pieces and the optic was cut in half. One haptic was attached to each piece of the optic. The optic had a cloudy white appearance in the center and some areas had an orange peel appearance. A alizarin red s test was performed and large areas of the optic turned red indicating calcium deposits on the lens. The product evaluation confirmed the failure mode. Calcification is reported in the risk analysis and directions for use as a known procedure complication for this iol. The most probable root cause is "known procedure complication". As this product has been discontinued no corrective action is required.

Event description:
The iol was explanted and replaced with a different model iol. Medical report from the surgeon at six (6) days post-operative indicate that the patient is doing well. Visual acuity improved to 6 / 9.5. Iop was 12 mmhg in the right and 6 mmhg in the left. Fundal examination revealed secure attached retinae. Patient to tail off topical dexamethasone in the coming days. Patient to suspend using ganfort for three days and then resume. Medical report from the surgeon at one (1) month post-operative indicate that the patient has unaided visual acuity of 6/7.6 in the left eye. Some ocular irritation noted due to posterior blepharitis and ocular rosacea. Surgeon recommended lid hygiene as well as lubricants in the form of hylo forte and ointment vita-pos a. Six-week course of oxytetracycline 500mg bd to treat the ocular rosacea. No routine follow-up planned.

Manufacturer narrative:
As the lens remains implanted the lens was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the limited current information, the root cause of the alleged opacification cannot be determined. Calcification leading to opacification is a known clinical outcome. As this product has been discontinued no corrective action is necessary. Previous analyses performed on opacification in this product have determined that the opacification of the lenses is attributed to calcification. Three (3) major types of calcification have been identified. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved.

Event description:
The patient advised that the hydroview lens was implanted in the left eye over 17 years ago and became aware approximately seven and a half years ago of a deterioration in their vision. They report they are now virtually blind in that eye and the problem causes significant disruption to their daily activities. The patient has reported that three consultants have confirmed that the implanted lens has opacified. The patient has sought council from several surgeons and a decision about treatment options has not been finalised.

Manufacturer narrative:
The additional information received does not change the investigation findings submitted in the previous reports. The investigation findings will be updated if the explanted iol is returned to our investigation facility.

Event description:
The intraocular lens (iol) was explanted in (B)(6) 2020. We have requested that the explanted iol be returned to our investigation facility. Though requested no additional information has been received.

Manufacturer narrative:
The additional information received does not change the investigation findings submitted in previous report.

Event description:
The patient attended a new consultant who provided the following information. The patient uses ganfort eyedrop solution in both eyes an anterior segment examination revealed a left opacified lens. Surgeon recommendations: removal of the left opacified lens. The type of replacement lens is under consideration. Patient is going to take some time to consider how to proceed

Manufacturer narrative:
The additional information received does not change the investigation findings submitted in the previous report.

Event description:
The original surgery was left eye routine phacoemulsification cataract extraction and lens implant. It was performed under a local anesthetic (peribulbar) and no sedation. Povidone -iodine was used for the preparation. Capsulorrhexis: 360 degrees. Phacoemulsification technique: 56. Iol fixation was in the capsular bag. Sutures 2 by 10/0 vinyl. A subconjunctival ocular injection of cefuroxime was administered. Eyeshield micropore dressing was applied. The surgery duration was less than 30 minutes and the patient experienced no per-operative complications. Yag laser capsulotomy performed 6 months post op. Eyes dilated using tropicamide 1%, phenylephrine 2.5%, iopidine 1 drop. There has been no further intervention in this eye. The replacement options are under consideration.

Manufacturer narrative:
The device remains implanted and is therefore not accessible for evaluation. Though requested no additional information has been provided. A follow up report will be submitted on conclusion of this investigation.

Event description:
It was reported that a patient had a hydroview lens implanted in the left eye over eighteen years ago and within six months the membrane had clouded over. The surgeon performed yag laser surgery to let light through and gradually the lens began to opacify and the lens is now opaque. Though requested no additional information has been received.